Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system exhibited episodes with noise observed on the right atrial (ra) lead and loss of capture observed on the right ventricular (rv) lead. The ra and rv leads are not boston scientific products. The patient was noted to have been lost to follow-up and had not been seen in more than four years. The patient was also noted to not be rv pace therapy dependent and no symptoms were reported. The device was subsequently explanted, the ra and rv leads were surgically abandoned, and all the products were replaced. No additional adverse patient effects were reported.